Manufacturer narrative:
Results: the distal portion of the catheter shaft is stuck inside of a 6f (terumo) introducer sheath. The distal portion of the catheter also appears to be ovalized and kinked. There are kinks throughout the entire shaft at approximately the following locations: 29.8 cm, 66.0 cm, and 74.0 cm. The terumo strain relief was removed from the sheath and a kink was observed in the shaft of the sheath 1.5 cm from the terumo hub. Conclusion: the complaint has been evaluated. The complaint indicates that the catheter got stuck inside a (terumo) 6f dilator. After evaluating the returned product. It appears that the neuron catheter was stuck inside the (terumo) 6f introducer sheath. The distal portion of the catheter shaft was flatten/pinched. The terumo strain relief was removed from the sheath and a kink was observed in the sheath approximately 1.5 cm from the terumo hub. It appears that either the neuron delivery catheter was damaged when attempting to advance the catheter into the kinked sheath, causing it to become stuck or the neuron was damaged due to improper handing when attempting to place it in the patient, causing it to become stuck inside the sheath. The exact cause of the event is unknown. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During procedure, a penumbra neuron 070 delivery catheter got stuck in a 6f terumo cm10 introducer.

Manufacturer narrative:
Result: the distal portion of the catheter shaft is stuck inside of a 6f terumo introducer sheath. The distal portion of the catheter also appears to be ovalized and kinked. There are kinks throughout the entire shaft of the neuron at the following approximate locations: 29.8 cm, 66.0 cm, and 74.0 cm. A kink was observed in the shaft of the sheath approximately 1.5 cm from the cross-cut valve. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter got stuck inside a (terumo) 6f introducer sheath. The neuron returned inside the sheath. It was severely damaged at the point of entry into the sheath and along the length of the catheter. The distal portion of the catheter shaft was ovalized. A kink was observed in the sheath approximately 1.5 cm from the cross-cut valve. It appears that sheath was kinked during the procedure, trapping the neuron inside the lumen, causing the neuron to become logged inside the sheath. The damage to the body of the catheter was likely due to attempts to remove it from the sheath and post-procedural handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.